Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not reaching desired high temperature and end of hose was missing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed for missing piece only. Cannot replicate device not reaching desired temperature. Replaced missing elbow connector. Perform preventative maintenance (pm). The device passed all testing requirements. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.